Event description:
It was reported that the outer packaging of the device was not sealed at the end.

Manufacturer narrative:
The sample was received and the inner pouch containing the stent and push catheter was open. Visual examination noted that the package is complete with no damages, tears, hole rips that would have contributed to the reported issue. The box was opened to verify the contents; there is no damage on the pouch that would cause the seal to open. Bard seal was intact and complete. The package appears to have peeled open at the chevron. A review of the device history records did not show any problems or manufacturing deficiencies that would have contributed to the reported issue of open seal. The finished product met all specifications prior to being released for general distribution. The instructions for use states in the precautions: "in order to avoid the use of product if packaging has been previously opened: 1.0 for single use only. Do not resterilize. Do not use if the package or product is damaged." (B)(4).